Event description:
"Five patients (3 male, 2 female) were identified to have developed iol opacification after dsaek surgery, with average age of 75.8 years (range 71-81). All patients underwent dsaek for corneal decompensation secondary to fuchs' endothelial dystrophy and have received hydrophilic acrylic iol models during their prior cataract surgery, including 4 with softec 1 ((B)(4)) and 1 with 570c ((B)(4)). All patients have developed a central crystalline opacification on the anterior aspect of the iol, occurring between 5 months and up to 6 years after dsaek surgery." (Quote source: intraocular lens opacification after descemet's stripping automated endothelial keratoplasty. Authors: p. Morgan-warren and a. Patel). For further information please refer to rayner intraocular lenses limited's MDR 9611165-2014-00065.